Manufacturer narrative:
Clarification to d.9: device was not received. Photos received for analysis per date provided. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20dec2023.